Event description:
Patient presented with sudden substantial left sided chest pain. His ECG was abnormal indicating a possible mi. Patient taken to the cath lab. A medrad avanta fluid management system was set up and primed in the usual manner. When the injection was made there was an initial puff of dye followed by a large air embolism, that filled the left coronary artery. Patient went into cardiac arrest, requiring chest compressions and pressor support and insertion of an intra aortic balloon pump. Patient had a heart echo ten days after this event which showed an ejection fraction of 70 to 75%. Patient discharged that day.the actual tubing set used with the injector was discarded before examination, but the two tubing set types used with this injector are listed as devices in this report.